Event description:
Customer reported a malfunction on the pump, with no notable events occurring prior. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump, and the malfunction code did not recur after the reset. Customer was advised to continue using the pump and to call back if any issues recurred, an instruction which was acknowledged and understood.